Manufacturer narrative:
Needle ablation electrodes and patient return electrodes have all been discarded by site. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns, because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer, whenever the opportunity arises.

Event description:
The report stated that following a radio frequency ablation treatment of a single hepatic metastasis of a colorectal carcinoma using a cooltip rf switching controller electrode kit with a rf ablation generator, an erythema with little blisters was discovered at the location on the left thigh where 2 of the 4 patient electrodes had been placed. No injury was noted on the right side where the other two patient return electrodes were placed. The total ablation time was 50 minutes. The pt was treated with a salve bandage against the burn.